Manufacturer narrative:
State/province,complainant postal code, and complainant phone were not provided. Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the starter hole was off center. No harm was reported. It was reported that the product was not used by or on the patient. Photos depicting the reported complaint issue were provided by the complainant.